Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, elevated capture threshold and high pacing impedance were detected on the right ventricular lead. The physician capped and replaced the leads on (B)(6) 2022. The patient was in stable condition throughout the procedure.